Event description:
Instrument failure - due to the tap breaking at the depth etching while reaming. The tap broke below the bone, so it was left in and a new hole for the baseplate drilled.

Manufacturer narrative:
The reason for this complaint was to report an instrument failure during an reverse shoulder prosthesis (rsp) surgery. The event occurred during surgery near the patient. Another suitable device was available and surgery was completed as intended with just a 5 minute delay. No risk or adverse events are reported. However, the broken-off tip of the instrument was left in the patient because it had broken off below the level of the bone surface. The description of the event was given as, "the tap broke at the depth etching while reaming. It was broken below the bone, so it was left in and a new hole for the baseplate drilled." The remaining segment of the bone tap / reamer guide instrument was returned with the complaint and was visually inspected. The length of the returned segment of the instrument is 2.33", which confirms that the instrument broke at the depth marking. The depth marking is a groove of reduced cross-section (ø.147" ± .005") compared to the instrument shaft as a whole (ø.177" +.000"/-.002"), and is therefore the weakest part of the shaft. Inspection of the fracture surface at 10x inspection reveals a mostly clean, brittle fracture with some closely-spaced fatigue striations radiating from a slightly raised edge that probably represents the initiation point. The surface suggests the failure originated as a crack introduced in a bending mode at this reduced cross-section, then quickly propagated. (B)(4). Sensitive individuals may have an allergic response to certain elements in this alloy, particularly nickel. Risks associated with leaving the broken segment of the instrument in the patient would include this allergic response, and also the risk of migration within the body. In this case, the broken segment is well-captured in the glenoid by its threads, is fully embedded in the bone, and is blocked from backing out by the presence of the rsp baseplate. Therefore the risk of the broken segment migrating is very low. Metal allergy testing of the patient prior to surgery can also inform the surgeon regarding the risk of leaving the broken stainless steel segment in the patient versus removing it. Review of the device history record (DHR) shows that there were no non-conforming material reports (ncmrs) associated with lot 136002l02, either on the receiver or on the work order. The DHR evidences that all instruments from this lot met critical dimensions and specifications when released from djo surgical. The DHR shows the instruments had been in service for up to approximately 2 years at the time of the complaint. The product complaint report (pcr) history shows there are a total of (B)(4). Approximately one quarter of the complaints involve the instrument bending or breaking near the threaded end or at the depth mark. Early versions of the instrument had a thin cross section up to the depth mark; this was redesigned in 2006, and the instrument has since benefitted from a thicker cross section (except for the depth mark groove) and a stronger steel alloy. This is the first complaint against lot 136002l02. The root cause for this complaint is that the bone tap / reamer guide was subjected to bending and/or torsional loads in excess of material capabilities. The location of the failure at the depth marking groove is the most likely location for failure to occur, since it is the location of smallest shaft cross-section. It is possible fatigue was a factor, and that the initiating overload event occurred during a previous surgery. Other factors such as hard bone may also have played a role. Inventory containment is not required at this time. Another suitable device was available and surgery was completed as intended with just a 5 minute delay.